Event description:
It was reported that the subject device was inserted into the drive unit (processor), however, no ultrasound images were produced. This was discovered during a pre-use inspection. The device was replaced and the intended diagnostic procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found ultrasonic media leakage due to a tear at the tip of the insert. Based on the results of the investigation, it is likely that the ultrasonic media leakage caused the image function not to function properly. A probable root cause cannot be identified for the tear at the tip of the insertion device and leakage of the ultrasound media. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.